Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage could not be confirmed during this investigation as no product or images were submitted for evaluation. A specific cause for the damage could not be determined. The account reported that the patient¿s driveline had multiple small tears in its jacket. The driveline was repaired with non-adhesive rescue tape. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until ultimately expiring on 28may2021 (refer to MFR# 2916596-2021-03109). The device was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide more information on driveline care and cleaning, and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The heartmate ii lvas patient handbook, rev. C is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline tape repair occurred on (B)(6)2021. The tape repair resolved the issue.

Event description:
It was reported that the patient underwent driveline repair on (B)(6) 2021 with non-adhesive rescue tape.